Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe was missing its scale markings. This was noticed prior to use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our 5ml syringes did not have any scale markings on it."

Manufacturer narrative:
After additional review, this report is a duplicate report of MFR # 1213809-2020-00409. This event has been over-reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe was missing its scale markings. This was noticed prior to use, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our 5ml syringes did not have any scale markings on it."